Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing and noise due to an atrial lead fracture. The device was reprogrammed until the lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.